Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, 3 three-way stopcocks and non-ew contamination shield which located on the catheter body between 31.5 and 86 cm proximal from catheter tip. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.13 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. No other visible damage or inconsistency to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of temperature measurement issue was not confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Blood temperature can be verified by various methods. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that blood temperature reading of 36 degrees c at the start of measurement suddenly dropped to 26 to 31 degrees c during use. The expected value was around 36 degrees c. The device was not replaced at the doctor's discretion and was continued to be used. It is unknown if the patient was treated based on the incorrect value. It is unknown if any other troubleshooting was performed or if an error message was observed. It is unknown if an occlusion, leakage or kink was noted in the catheter. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
The lot number was obtained and a review of the manufacturing records indicated that the product met specification at the time of release.